Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call issue with the sensor. The customer¿s blood glucose was 83 mg/dl at the time of incident. Customer stated that the sensor cannula was missing while troubleshooting for the lost sensor alarm. Customer also confirmed that the cannula was not inside the customer's body. Customer was advised to changed sensor and a replacement sensor will be sent and expected to return for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial enlite sensor and found sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. No needle returned.